Event description:
It has been reported to philips that the live and reference images were not displayed on the flexvision monitor. The system was in clinical use at the time of the reported event. The patient was moved to another system to complete the procedure. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information acquired, the system was in clinical use at the time of the reported event. The procedure was delayed by less than 20 minutes and completed using another system. A philips field service engineer (fse) visited on-site and found a functioning system. Tests were carried out on the video circuit. The system was rebooted several times and measurements on the video wall junction boxes was performed and no issues were found. The error could not be reproduced, and the system was returned to use in good working order. The codes were updated based on the investigation outcome.